Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that the pump emitted an unknown alarm and then lost power. The battery was replaced and allegedly there was still no power to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01/24/2014-device evaluation: the pump has been returned and evaluated by product analysis on 01/13/2014 with the following findings:a review of the device history indicated a pump reboot associated with clearing a call service cs 054 alarm. No evidence of moisture contamination or damage was observed to the battery compartment. The battery cap secured properly to the pump. A power loss was not duplicated. The pump was exercised for 24 hours with no power interruptions or related alarms. The pump case was removed and no evidence of moisture ingress was found. No evidence of intermittent contact was found on the battery terminal contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.